Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent ventricular sensing and pacing, but otherwise normal operation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent ventricular sensing and pacing, but otherwise normal operation. This lead remains in service. No adverse patient effects were reported. Additional information was received that no programming changes were made and this lead is currently operating appropriately. This lead remains in service. No adverse patient effects were reported.